Manufacturer narrative:
Product ID neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was working and then they started to feel back pain, so they checked the system and it reset itself to zeros. They met with a manufacturer representative and was reprogrammed, so far it was working. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy was turning off by itself. The patient stated that the first time they had an issue with the ins turning off was 2 months prior ((B)(6) 2019). They took the battery out of the controller and then put it back in. After that they were able to adjust their stimulation back to where it was. The patient stated that on (B)(6) 2019 and on (B)(6) 2019, at some point during the day, the settings were turned to 0. They didn't take the controller with them to work and they stated their back started hurting and when they got home they checked the device with the controller and everything was set at 0. They then had to increase stimulation back to where it was. They didn't have to charge the ins to increase stimulation back to where it was. They got 6 hours out of the device before their back started hurting. When the issue occurred 2 months prior they were on group a, but now they were on group b. No further complications were reported or anticipated. Additional information was received and it was reported that after meeting with the patient the issue with stimulation seemed to have resolved. No further complications were reported or anticipated.